Event description:
Info was received from the implanting physician. The physician reports performing uneventful cataract surgery with the implantation of the crystalens in the right eye. Approx one month postoperatively, the pt presented with iritis and corneal edema. Preoperatively, the pt's bcva was 20/50 with mr -3.00 - 0.75 x 065. Postoperatively, the pt's bcva improved to 20/25 with mr - 0.50 sphere. No interventions have been performed however, the pt has experienced recurrent iritis and intermittent microcystic corneal edema. The pt is being treated with low doses of a topical steroid and combigan to keep intraocular pressure low. The relationship between the event and the device is unk.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. (B)(4).